Manufacturer narrative:
Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 15450638; model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an infection at the back of the neck. Symptom of pimple like area on the back of the patients neck was noted. The physician believed that the infection was probably device related due to the leads being close to the skin and possible haing systemic infection that spread to the leads. The patient was placed on antibiotics and was explanted.